Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system was transported by ambulance to the emergency room after experiencing palpitations with ventricular tachycardia (vt). Therapy was not delivered by the device; the vt rhythm was at 220bpm, and the device conditional zone was programmed to 210bpm. Amiodarone was administered to convert the patient rhythm. The physician is alleging under-detection of vt and the patient was admitted into the hospital. Data was analyzed and boston scientific technical services did not observe any episodes using the most recent data, but the device was programmed to 210bpm. The situation appeared to be pointing towards vt below the cut-off rate zone. The physician had decided to reprogram the device therapy to 190bpm. Furthermore, technical services observed some intermittent fast sensing and noise occurring between the latest device transmission and recent data from the programmer. Therefore, was unable to exclude some potential intermittent noise over-sensing. The patient was discharged, and the plan is to continue routine follow-up. Additionally, after one week, the patient was admitted into the hospital with two shocks from their device. The arrhythmia appeared to start below the conditional zone rate cut-off then accelerating into zone and receiving therapy. Data was provided for analysis and boston scientific technical services suggested an option to speed up therapy would be to reprogram the device to 170bpm if clinically appropriate for normal state but not in tachyarrhythmia. However, given the situation the healthcare professional can also consider some clinical actions which may also contribute to minimize time the patient is exposed to fast rate. There were no additional adverse patient effects reported. The device and electrode remain in-service.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system was transported by ambulance to the emergency room after experiencing palpitations with ventricular tachycardia (vt). Therapy was not delivered by the device; the vt rhythm was at 220bpm, and the device conditional zone was programmed to 210bpm. Amiodarone was administered to convert the patient rhythm. The physician is alleging under-detection of vt, and the patient was admitted into the hospital. Data was analyzed and boston scientific technical services did not observe any episodes using the most recent data, but the device was programmed to 210bpm. The situation appeared to be pointing towards vt below the cut-off rate zone. The physician had decided to reprogram the device therapy to 190bpm. Furthermore, technical services observed some intermittent fast sensing and noise occurring between the latest device transmission and recent data from the programmer. Therefore, was unable to exclude some potential intermittent noise over-sensing. The patient was discharged, and the plan is to continue routine follow-up. Additionally, after one week, the patient was admitted into the hospital with two shocks from their device. The arrhythmia appeared to start below the conditional zone rate cut-off then accelerating into zone and therapy was delivered. Boston scientific technical services suggested an option to speed up therapy would be to reprogram the device to 170bpm if clinically appropriate for normal state but not in tachyarrhythmia. However, given the situation the healthcare professional can also consider some clinical actions which may also contribute to minimize time the patient is exposed to fast rate. There were no additional adverse patient effects reported. The device and electrode remain in-service. Additional information was provided, it was reported that the patient had an ablation procedure and data was provided for review. Data was analyzed and boston scientific technical services observed low amplitude and noise was correctly marked by the device. Technical services was unable to exclude over-sensing from the captured data and the data showed an increase in inaccurate rate counting after the ablation procedure. Boston scientific technical services recommended that the healthcare professional perform automatic screening tool (ast). No adverse patient effects were reported. The device and electrode remain in-service.